Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during implant, while trying to sub-select the vein, two left ventricular leads were unable to be implanted. The leads could not be flushed or introduced with a guidewire. A third lead was successfully implanted. No patient consequences were reported. Related manufacturer reference number: 2017865-2021-02552